Manufacturer narrative:
The reliability analysis inspected 2 opened and or used partial enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken and broken part is missing. One remaining sensor performed bicarbonate buffer test. The sensor passed per spec with accurate readings. The blood at site complaint was unable to be confirmed due to customer not returning needle, sensor only. The cannula was also found bent. It was unable to be confirmed that the customer received sensor in said condition due to customer having returned sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their blood glucose levels and sensor readings were off. The customer states there was blood at site and after removing the sensor they notice the cannula was bent. The customer's blood glucose level at the time was 217mg/dl. The customer states the site was not actively bleeding. Troubleshoot was conducted. The customer was advised the sensors would be replaced and returned for analysis.